Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04732 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04732 the following sections were updated: g1, h6. The following sections were corrected: b1, b2, g1, h6. D10: concomitants: 200-02-32 - three peg patella 32mm (B)(6). 02-010-03-0325 - logic cr femoral cem, right, sz 2.5 (B)(6). 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. Approximately 6 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: painful right knee. There was abundant synovitis in the knee. This appeared to be white synovitis as is commonly seen in polyethylene wear. No purulence. Pcl was resected in its entirety. Polyethylene insert was removed. This did demonstrate moderate wear particularly involving the medial side with pitting. No gross fracture. There was only minimal wear involving the central aspect of the patella. The patient was then woken from sedation and transferred to recovery in stable condition.

Manufacturer narrative:
D10: concomitants: 200-02-32 - three peg patella 32mm, (B)(6). 02-010-03-0325 - logic cr femoral cem, right, sz 2.5, (B)(6). 02-012-45-2525 - lgc tibial fit tray cem, sz 2.5f / 2.5t, (B)(6). Pending investigation.